Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No insulin delivery anomaly noted or loud clicking noise noted during testing. Device power up properly after battery installation. Device passed the sleep current measurement, active current measurement and self test. No blank display noted during testing. Unit functioning properly. No cosmetic damage noted during visual inspection. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not working as customer got that insulin pump since month before. Customer reported reservoir would not be coming out. There was piston related issue that customer mentioned it was moving in half clicks and there was louder sound during movement. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.